Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the delay in medication access was observed. The device took longer than usual to open the cubie for the medication. A technical support specialist (tss) stated that system logs were reviewed, and system processing times were found to be within expected ranges, with medication removal transactions completing within milliseconds. The tss stated that the observed time differences were primarily due to normal workflow steps, including user interaction with open and close prompts and physical hardware actions such as opening and closing drawers or pockets. The tss stated that the time gap between prompts and actions aligned with expected manual interaction time rather than system delay. The tss stated that no abnormal latency or performance issues were identified in the application or backend services. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had facing delay in medication access. The device took longer than usual to open the cubie for the medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.